Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results. The ev1000 flotrac cable (evftcl) was also submitted and the MDR number is 2015691-2016-02432.

Event description:
It was reported, that during use of an ev1000 monitor and flotrac cable, the cvp (central venous pressure) reading displayed on the ev1000 monitor and the patient monitor were different. The value on the ev1000 monitor was 4mmhg and on the patient monitor the value was 6mmhg. There were no error messages observed. The customer believed that the patient monitor values were correct and treated the patient according to those values. There was no allegation of patient compromise. Two complaints were initiated for this event; one for the suspect ev1000 and one for the related flotrac cable.

Manufacturer narrative:
The monitor was manufactured march 31, 2012 and review of the device history record supports that there were no non-conformances noted for any reason. Unfortunately, the ev1000 monitor will not be returned due to customer circumstances; therefore, we are unable to confirm or negate the customers experience without the return of the suspect device.